Manufacturer narrative:
On 17-feb-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the electrode came off the spline. When moving the plastic slider across the splines on the pentaray nav high-density mapping eco catheter they noticed that the electrode came off the pentaray splines. The catheter was replaced and the issue resolved. Additional information received indicated the ring/electrode was not entrapped in the plastic cover. The ring came off; the electrode detachment was total as though it had been totally ripped off. It is not clear if it was loose before it was inserted into the body. The patient did not have a mechanical mitral valve.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the electrode came off the spline. When moving the plastic slider across the splines on the pentaray nav high-density mapping eco catheter they noticed that the electrode came off the pentaray splines. The catheter was replaced and the issue resolved. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that an electrode was detached on the spline tip, metal exposure was observed on the pentaray nav eco catheter. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The damage reported by the customer could be related to the introduction of the catheter into the sheath, however, this cannot be conclusively determined. The instructions for use contain the following recommendations: do not introduce the pentaray® navcatheter into a guiding sheath with its distal spines folded backward (i.e., toward the handle). Collapse the spines together using the insertion tube prior to insertion. Do not use the pentaray® navcatheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. This catheter is recommended for use with an 8f guiding sheath as the distal spines may be damaged if used with a sheath that is not compatible. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).